Event description:
It was reported that during the implant procedure and after several unsuccessful attempts to insert a competitor lead into the pace/sensing terminal pin port were, made the physician requested a new device. The device was not implanted. No patient complications have been reported as a result of this event. After the case the physician commented that he suspected the lead was the culprit and not the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.